Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, hyperglycemia and noticed a difference in sensor glucose and blood glucose value. Customer experienced hyperglycemia and the blood glucose value at the time of the event was 22 mmol/l, treated with insulin pen. Customer experienced hypoglycemia and the blood glucose value at the time of the event was 1.9 mmol/l, the event involved product(s) mmt-7040d1. Troubleshooting was not performed for hyperglycemia and hypoglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event and it was unknown whether the auto mode feature was active or not at the time of the event. Troubleshooting was performed for the discrepancy between sensor glucose reading and blood glucose value and noted the blood glucose value was 22 mmol/l and sensor glucose value was 11 mmol/l and the sensor glucose and blood glucose difference was greater than 30%. Insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. The customer was not taking any medications. Explained sensor may have no longer been responding to glucose changes. Advised customer to monitor and change sensor if issue persists. No harm requiring medical intervention was reported. Product return for mmt-7040d1 is not expected.